Event description:
Device report received from synthes (B)(4) reports an event in the (B)(6) as follows: a patient was implanted with a philos plate with actifuse placed more distal on the humerus. A follow-up x-ray taken at six weeks post implant showed four screws from the head of the plate had all come out and were noted to be stuck in the actifuse placed more distal and medial than the plate. The patient was returned to the operating room and the plate and screws were removed. This report is on unknown screws. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for unknown screws, quantity 4. PMA/510k: cannot be determined without a part number. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing records cannot be reviewed without a lot number. Placeholder.

Manufacturer narrative:
The exact implant date is unknown. The issue was discovered at the 6 week review of the case and the implant was removed from the patient 2 weeks later on the (B)(6). Working back 8 weeks from the 5(B)(6) it would have been implanted around the second week of august. Explant: (B)(6) 2013.

Manufacturer narrative:
This device was used for treatment, not diagnosis.